Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had a spinal cord stimulation on their right side. When they installed it, "3 of the leads" were defected and it did not cover all the nerves. Patient was told some leads were corroded and did not cover all the nerves. Pt said it was in (B)(6) 2025. Patient wanted to know if it would be ok to put a device on the left side to cover all 3 nerves and if it would interfere with the ins. Patient said they were going to do a trial next week and see if it was going to give patient any relief and if it gave patient relief then patient would be going to implant it permanently. Reviewed it is possible to have 2 or more devices. Reviewed to have hcp call for guidelines. Redirected to hcp.